Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified a broken connection lead present on unit speaker. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Exposed and frayed wires of the unit speaker were discovered during evaluation of the device. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.